Event description:
It was reported that the patient was experiencing "power switching" while they were at "rest". It was reported that the patient was not affected by this event. Additional information is not available at this time.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's equipment was unexpectedly switching power sources. The battery was replaced and returned to manufacturer for evaluation. Analysis of the battery showed that the battery passed both visual and functional tests and performed per specifications. There was no reported patient injury as a result of this event. Z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device evaluation ((B)(4) received (B)(4) 2014). Battery - (B)(4) -1650- expiry date: 08/31/2015. (B)(4).

Manufacturer narrative:
The site has indicated that the pump remains implanted and that battery is going to be returned to the manufacturer for evaluation. Device remains implanted.

Manufacturer narrative:
DHR review results: a review of the device's incoming inspection records indicated there were no non-conforming material records (ncmr) generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to their qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. Device testing results summary: the battery passed external visual inspection and functional testing. Log file analysis did not reveal any switching events.